Event description:
The tracheobronchial wallstent was successfully implanted out of indication in the pt's renal artery. The stent subsequently migrated into the aorta where it was retrieved with a snare. There was no claim of injury or consequence to the pt.